Event description:
It was reported to tycohealthcare/kendall that a customer had a problem with a sharps container. A monoject 16 gauge needle punctured the sharps container and stuck an employee. The needle had not been in contact with a pt. The sharps container had been emptied, so it is unk what was in the container or how full the container was at the time of the incident.